Manufacturer narrative:
D4 & h4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that all reports were not printing a technical support specialist (tss) dialed into server; found etl jobs not running, reviewed error per knowledge article, restarted etl jobs which ran successfully, verified resolution with it and customer, and received confirmation to close ticket. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es server all reports were not printing, and they could not charge the medicine. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.